Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 pen ndl 32g 4mm hp 100 box 1200 us clogged during use. The following was reported by the initial reporter: "it was reported that needle clogged. Verbatim: (B)(6) 2021 made typo when entering "date of event". It should be (B)(6) 2021 cl. Consumer reported, no insulin from when taking injection stated, its happened lots of times from this box but could only provide one "date of event", other times, "unknown"".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/9/2021. H.6. Investigation: customer returned (3) open 4mm, 32g pen needles without the tear drop label. Customer states that the needle clogged. All returned pen needles were examined and 2 out of 3 samples exhibited a bent non patient end of the cannula, which could prevent insulin from properly flowing through the cannula. The remaining sample was tested and was able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause is user related. The non patient end of the cannula bent during use of the product by the customer.

Event description:
It was reported that 2 pen ndl 32g 4mm hp 100 box 1200 us clogged during use. The following was reported by the initial reporter: "it was reported that needle clogged. Verbatim: on (B)(6) 2021, made typo when entering "date of event". It should be (B)(6) 2021 cl. Consumer reported, no insulin from when taking injection stated, its happened lots of times from this box but could only provide one "date of event", other times, "unknown".

Manufacturer narrative:
Investigation summary : no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 2 pen ndl 32g 4mm hp 100 box 1200 us clogged during use. The following was reported by the initial reporter: "it was reported that needle clogged. Verbatim: (B)(6) 2021 made typo when entering "date of event". It should be (B)(6) 2021. Consumer reported, no insulin from when taking injection stated, its happened lots of times from this box but could only provide one "date of event", other times, "unknown"".